Event description:
Customer reported: the part were the medicine goes through the baffle of the nebulizer is occluded. In this particular lot, some samples are occluded and others are not. Additional information received on (B)(4) 2013: no patient was impacted by this incident.  Additional information received on (B)(4) 2013: "the occlusion was noticed during the use with the patient. No reports were made on the tubing popping off. The nebulizers were used in a facility where a clinician noticed the occlusion. There was a clinician present that replaced the defective nebulizer with non defected nebulizers. To our knowledge, no patient was prevented from receiving their medication".

Manufacturer narrative:
(B)(4). Sample arrived at the manufacturing plant on (B)(4) 2013. Upon completion of carefusion's investigation, a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: fifty unopened samples were received for evaluation. The samples were tested and no occlusions were observed in any of the returned product. In addition, the coiled tubing was also tested and no occlusions were present. A review of the production record for the lot number reported did not identify any issues. In addition, no similar complaints have been reported. The nebulizer is a supplied product by an external vendor, however in accordance with our inspection results no issues were observed. Since the issue reported cannot be confirmed (the sample does not present any anomalies) it's not possible to determine the root cause of the issue reported. At this time no corrective action will be implemented since the failure reported could not be confirmed.